Manufacturer narrative:
Information was not provided during initial report. Additional information has been requested. Manufacture date can not be determined w/o a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Reportedly, a patient was returned to the operating room for removal of a broken screw in the mandible. During removal, reportedly the surgeon drilled into the mandible in excess of what was needed to remove the broken device; all fragments were successfully removed.